Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the tx30g stapler was fired distal to lesion and bowel was divided proximal to staple line. Saline from earlier rinsing, leaked through the staple line 5mm from edge (proximal side of gap). Second firing distal to first performed with pi30. The same thing occurred at the same distance from the edge. The case was completed with pi30 and sutures.